Event description:
It was reported during post op that the right atrial (ra) lead had high thresholds. It was also reported that the lead had no slack. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.